Manufacturer narrative:
Device was received constant pump error 38 alarm during rewind due to corroded motor home switch. Device passed the sleep current measurement, active current measurement and self test. Unable to verify pump error 43 alarm and perform rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm during the rewind test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. The customer's blood glucose value was 17.4 mmol/l at the time of the incident. The customer reported that the insulin pump was not exposed to a high magnetic field. The customer reported that they were able to clear the alarm and were able to rewind the insulin pump. It was reported that the insulin pump failed the displacement test. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The device will be returned for analysis.